Event description:
The lay user/pt contacted lifescan (lfs) on jan 15, 2009 alleging that her onetouch ultramini meter was not powering on. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt reported that the alleged power issue began in 2008. As a result of the reported issue, the pt stated that she continued to take her pills (glucophage and actos) as usual, in addition to taking her set amount of insulin (type unk) during the day and night. However, the patient claimed she discontinued taking her novolin r insulin, since that was based on a sliding scale and she did not know what her blood glucose level was. Approximately 2 days after the alleged issue began; the pt stated she developed symptoms of high blood sugar. The pt reported feeling shaky, dizzy, and fatigued. The pt denied receiving medical attention as a result of the alleged issue. She reported that she guessed how much insulin to take. At the time of troubleshooting, the pt confirmed she had replaced the subject meter's battery; however, the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed "high blood sugar" symptoms after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.